Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for follow-up, several noise episodes on ventricular lead were observed. It was noted that the noise caused noise reversions and some pauses. Noise was reproducible in clinic with myopotential testing. Device was reprogrammed but the noise worsened. Patient was stable and will be referred for lead revision procedure.

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2019. Patient was stable during and post-procedure.